Manufacturer narrative:
(B)(4): the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device did not pass op check and did not discharge. There was no reported patient involvement.